Event description:
It was reported that the caller experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. No further assistance was required, and the case was closed by technical support.